Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a (B)(6) bacteremia infection and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.